Event description:
It was reported that, during implant, the physician wedged the left ventricular (lv) lead far into the coronary sinus branch. During testing, the lv lead threshold were high. When pulling the lead out of the vessel, the physician stated that the tip of the lead was stretched and the lead was unusable. A different lv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted the full lead was returned with tissue on the distal tip of the lead. The lead total length measure 88 cm. There were no anomalies found with the distal tip of the lead. Medtronic. If information is provided in the future, a supplemental report will be issued.